Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, introduced sheath and coil were returned. The coil was found partially out of the introducer. The pusher wire was found outside the introducer sheath. The introducer sheath was inspected and no damage noted. The coil was inspected and was found kinked and stretched. The pusher wire was inspected and no damage was noted. The coil zap tip was inspected and no anomaly was noted. The interlocking arm of the coil was inspected and no anomaly was noted. The interlocking arm of the pusher wire was inspected and no anomaly was noted. The dimensions that could be measured were found to be in specification with the exception of the fiber bundles. The number of fiber bundles were below specification most likely due to the damage to the coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-april-2017. It was reported that resistance occurred during advancement in the catheter. A 6 mm x 20 cm interlock¿ was the fourth coil used during the procedure. The device was advanced through the unspecified catheter, a large resistance was noted. The device was then withdrawn and another coil was used without problems. No patient complications reported and patient status was fine. However, device analysis revealed that the number of fiber bundles were below specification.